Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the installation replaced the safety disk to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon (iabp) failed the pim test. There was no patient involvement reported.